Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix bent, and tissue on it. No helix function test possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. It was noted that the ra lead helix would not extend or retract and there was tissue stuck in it. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.